Event description:
A customer contacted baxter technical service center regarding a leaking cassette during drain 2 of 4 of therapy on the homechoice system. The technical service representative assisted the home patient to end the therapy. Therapy was restarted with new supplies and there were no further problems. No patient injury or medical intervention was associated with this incident, per the home patient's wife.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 16 2007.